Event description:
It was reported that during the procedure, the laser fiber broke and a piece at the front of the fiber dropped inside the patient. It is unknown how the piece of the fiber was retrieved. The fiber was replaced to complete the procedure with no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during the procedure, the laser fiber broke and a piece at the front of the fiber dropped inside the patient. It is unknown how the piece of the fiber was retrieved. The fiber was replaced to complete the procedure with no patient complications.